Event description:
It was reported a patient presented for an implant procedure on 12 jul 2024 when the introducer sheath caused excessive bleeding. Compression therapy was given to resolve the event. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.